Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door one was not registering open. The field service engineer replaced latch on doors one and two to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system door was failed and caused display screen not allowing the user to scan bin and to pull medication for patients. The customer stated that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.